Event description:
It was reported by the rep that the (1) tlh30 was used during a lobectomy procedure. It was reported by the surgeon that on the first application of the linear stapler, after activation of the firing trigger, there were no staples. The sales rep has also reported an incomplete firing cycle. The case was completed with another device and there was no consequence to the pt.